Event description:
The customer reported the keyboard malfunctioned. This resulted in a loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable.